Manufacturer narrative:
The device was returned to zoll medical (B)(6) and the processor/bridge/pace board was replaced. The device was recertified and returned to the customer. The processor/bridge/pace board was returned to zoll medical corporation, united states. The reported malfunction was attributed to a damaged etch on the processor/bridge/pace board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pace functions. Complainant indicated that there was no patient involvement in the reported malfunction.